Manufacturer narrative:
The investigation for the reported low flow has been completed. The data logs were reviewed and confirm suction alarms and low motor current pulsatility. No spikes in motor current indicating biomaterial ingestion were observed. The product was returned, the catheter was cut but no biomaterial of kinks were found. The root cause of the low flow was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54yo male was implanted with an impella 5.5 device for mechanical circulatory support. Multiple suction alarms were observed. An echocardiogram verified the positioning of the pump and the device's performance level was decreased. The issue remained, therefore, patient support continued under advised monitoring.